Event description:
It was reported via repair work order that the foot end pan cover was damaged exposing sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.